Event description:
It was reported that the customer experienced high blood glucose, but the customer did not believe it was due to the insulin pump. It was stated that the customer went off the insulin pump for a week. The customer stated while being off the device, she went into diabetes ketoacidosis and was hospitalized. It was stated that after she was released the customer received multiple motor error alarm. Advised that the insulin pump will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump passed displacement and self tests. All operating currents are within specification. The insulin pump was unable to prime due to faulty force sensor. We were unable to perform the occlusion and excessive no delivery alarm tests due to prime/fill anomaly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.